Event description:
This unsolicited device case received from united states on (B)(6) 2013 from a consumer. The case involves a (B)(6) male pt (demographics not provided), who developed stiffness of left knee, discomfort of left knee, swelling of left knee and pain of left knee after receiving synvisc-one. Past drugs included synvisc (began 4 years ago, received 4 or 5 times) for osteoarthritis in both knees. Relevant concomitant medications and concurrent condition were unspecified. On (B)(6) 2013, pt received treatment with synvisc-one injection, once (dose, route of administration, batch/lot number and expiry date: unk) into an unspecified knee for osteoarthritis of both knees. On (B)(6) 2013 (36 hour after injection), the pt developed swelling of left knee, stiffness of left knee and pain in left knee. Later, he developed discomfort of left knee. It was reported that his pain was above the pain level prior to receiving synvisc-one. He was icing his knee daily and the swelling had diminished somewhat. His knee flexed better but onset of pain and discomfort was sooner than one week ago. Corrective treatment: icing of knee. Outcome of the events of "stiffness of left knee", "discomfort of left knee" and "pain in left knee": not recovered/not resolved. Outcome of event of "swelling:" recovering/resolving. Pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Pt asked if cortisone shot could be taken above synvisc injection?